Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 10mm, 33cm peek multi-function handle, dings and scratches were noticed throughout the shaft. Also, a deep scratch was noticed at the distal tip of the shaft. The 10mm, 33cm peek multi-function handle failed the insulation integrity test. The probable root cause/s could be normal wear, user mishandling or improper sterilization. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.